Manufacturer narrative:
This event has been previously reported for resolute onyx stent under MDR report number 9612164-2021-02325. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One 6f telescope guide extension catheter and one resolute onyx coronary drug eluting stent were attempted to be used during a procedure to treat a moderately tortuous, moderately calcified lesion with 95% stenosis in the mid left anterior descending (lad) artery. There was no damage noted to the telescope device packaging. The telescope device was removed from the packaging per IFU with no issues noted. The telescope device was inspected and prepped per IFU with no issues noted. Resistance was not encountered when advancing the telescope device. Excessive force was used during insertion/delivery. The resolute onyx device was prepped per IFU with no issues noted. The stent did not pass through a previously deployed stent or cell of a stent. The lesion was pre-dilated with a 2.0 x 12mm balloon. It was reported that resistance was experienced when withdrawing the resolute onyx stent back into the telescope and the stent dislodged from the balloon. The dislodged stent came off the delivery balloon in the aorta and was left there. No attempts were made to remove the dislodged stent. The stent migrated to patient's leg. It was stated that the physician was not sure if telescope tip softness contributed by possible fish-mouthing causing resistance when pulling back the stent. No patient injury reported.